Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer stated that they did press a button down for 3 minutes or longer. Customer stated they were able to clear the alarm. Buttons were working or responding. Customer stated that insulin pump was still not functioning even after changing infusion set. No harm requiring medical intervention was reported. The device will not be returned for analysis.